Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0uu6y, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that when the health care provider (hcp) attempted to insert the lead into the implantable neurostimulator (ins), the screw was in the way. The hcp backed out the screw, inserted the lead into the header block, and tried to tighten the screw, but it wouldn't hold the lead in place. A different ins was used. The patient was doing fine and was not affected as this happened in surgery prior to implantation. The ins would be returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.